Event description:
Information was received indicating that during propofol infusion a smiths medical medfusion 4000 wireless pump stopped working and asked for a code to reset it. Per reporter "we were not able to obtain the code from anyone we contacted." It was reported that subsequently an anesthesia licensed practical nurse replaced the pump with another one and there was no disruption in care. No adverse patient effects were reported.